Event description:
The service report shows that the customer reported the audio alarm worked intermittently. The co's customer support engineer (cse) verified that the alarm worked intermittently. The cse inspected the device and replaced the power switch and alram assembly. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.